Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-02502. It was reported the pt's ipg site becomes hot and uncomfortable when charging her ipg. She reported it had never gotten hot enough to burn her but was noticeably uncomfortable. She stated she often has to take breaks during charging because of the discomfort. A replacement charging system was sent to the pt. F/u indicated the issue had resolved with the new charging system. On (B)(4) 2012, st. Jude medical neuromodulation division, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was reported.

Manufacturer narrative:
This ipg serial number was included in a field correction. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.